Manufacturer narrative:
Based on a review of the provided medical records, a morbidly obese pt with a complex medical history developed an incisional hernia that was repaired with a composix mesh. About seven months later, that mesh was explanted and the recurrent hernia was repaired with a composix kugel mesh. A note from a physical states that the pt had developed a wound infection following the repair with the composix kugel mesh in (B)(6) 2009, however no culture or sensitivity reports were included in the provided medical records. The pt was also treated for an abscess, which was derided and irrigated. While we are unable to confirm the reported infection, the IFU states: if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." It was stated that during a procedure on (B)(6) 2010, the composix kugel had rolled in a cephalad direction. The mesh was not explanted, and no sample was returned to evaluate that claim. Currently, it is unk whether the device may have caused or contributed to the pt's reported complications after implant. The mesh has not been returned for evaluation. Without further information, no conclusion can be drawn. Refer to MDR 1213643-2010-00138 for information regarding the composix mesh implanted on (B)(6) 2008.

Event description:
Based on a review of medical records provided by the pt's attorney: on (B)(6) 2008 --repair of incisional ventral hernia repair with composix mesh and excision of meckel's diverticulum. On (B)(6) 2009 - exploratory laparotomy, excision of composix mesh, extensive adhesiolysis, repair of large ventral hernia with bard composix kugel mesh. On (B)(6) 2010 -- repair of incarcerated ventral hernia. Operative report notes mesh had curled in the cephalad direction. Mesh was secured to complete repair. Drain placed. On (B)(6) 2010 --wound exploration, irrigation and debridement. Drain tract had some purulent discharge and was irrigated and opened. Mesh was not explanted. No significant abscess on peritoneal side of the mesh. On (B)(6) 2010 --CT guided peritoneal drainage through the mesh and in the abscess cavity.